Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints and patient effects appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Correction: device available for eval updated from yes to no.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified circumflex artery. The target lesion was first treated with a laser. A 3.50x12mm rx nc trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy. The balloon became stuck with the anatomy, and when attempting to remove the bdc, the balloon separated from the delivery system. The proximal end of the bdc was simply removed; however, the patient was sent to the operating room to have the separated balloon surgically removed. The target lesion was not treated. The patient is stable and pending bypass surgery on an unspecified date. There was no adverse patient sequela reported. No additional information was provided.